Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6) .h3 other text : customer repairing device.

Event description:
The customer reported that the loudspeaker is out of work. The biomed requested replacement parts. A speaker assembly was ordered and shipped to the biomed. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips received a complaint on the intellivue x3 indicating that loudspeaker is out of work. Patient involvement is unknown. There was no report of patient or user harm. A philips remote service engineer (rse) spoke to the customer and confirmed that the customer wanted to order parts. The rse determined that the speaker assembly needed to be replaced. A nemo (non engineering material only) service was agreed upon. A good faith effort (gfe) was conducted, but it could not be determined if the device was completely out of sound. Based on the information available, we were unable to replicate the reported problem. The reported problem was not able to be confirmed. The customer was provided a replacement speaker assembly to resolve the issue.